Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. The batch number 01406006 was tested for stiffness and toughness in compliance with iso 9626:2016, and liquid leakage was evaluated per annex e of iso 8537. All results demonstrated full compliance with the applicable product specifications. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.

Event description:
Complaint 1 - customer reported that the needle breakage or warping. Complaint 2 - customer reported that the needle breakage during insulin aspiration. Complaint 3 - customer reported that the needle bends and/or breaks when inserted into the insulin vial to draw up the medication. Complaint 4 - customer reported that the needle bending when inserting into the vial for aspiration and leakage of medication through the needle.